Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/02/2020.

Event description:
The customer reported the unit toggles from ac (alternating current) to dc (direct current) power. The manufacturer's remote service technician walked the customer through verification of the 12 and 16 volt signals to the power management board, which were found to be good. The technician then recommended replacing the power management board. The customer replaced both the power management and the battery, neither of which resolved the issue. The technician recommended replacing the battery power harness cable. There was no patient involvement at the time of the reported malfunction, and there was no patient or user harm. The service technician confirmed that the battery power harness corrected the reported issue. The unit was returned to service, and the defective harness was disposed.